Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings: a review of the pump black box data showed extreme voltage fluctuations had occurred. During a visual inspection of the pump, a battery compartment was found to be cracked. The returned battery cap secured to the pump and was used to complete the investigation. Moisture corrosion was observed inside the battery compartment. A leak test was performed and a battery compartment leak was found. During testing, the pump powered on to the ¿verify¿ screen with a dim, faded, and discolored display. Current draws were found to be within specifications. During testing, an external power supply was connected to the pump and the battery life indicator on the home screen showed two bars instead of three.